Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a hip replacement surgery, a metal fragment was found that is believed to have separated from a screw. Proper technique was followed. The surgeon suggested that the product was defective. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified nicks, gouges, and deformation damage to the threads, taper below head, and head. Head is confirmed to have fractured. Sem analysis of the bone screw head fragment showed that it suspected to have fractured due to torsional shear overload. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.